Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Manufacturing record review indicated that there are no associated nonconformity material reports with respect to the production order. There were no nonconformances noted in the device history record. Based on the manufacturing record review the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that in removal and replacement of an intraocular lens (iol) from the right eye of a patient, the incision was required to be enlarged. In addition, it was stated that the haptic broke and a vitrectomy was performed before the haptic broke. A new lens was implanted. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was received with one of the haptics severely damaged. There were pieces of the one haptic missing. The lens identified as tecnis multifocal acrylic -3-piece intraocular lens because of the presence of the rings on the optic surface and type of haptics. No defects related to manufacturing process or iol design were found in the sample returned. All pertinent information available to abbott medical optics at the time of this report has been submitted.